Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6.a review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified.the device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed.based on the results of the investigation the root cause could not be identified due to the malfunction not being confirmed; however, it is likely that an abnormality such as a short circuit temporarily occurred at the circuit board in the device by the water invasion which led to the event.the event can be prevented by following the instructions for use which state: instructions for use instructs to perform leakage test before manual cleaning and contact olympus at detection of leakage. (See the following)we would like sbc to inform the above to the user so that they can refer it at future device handling.reprocessing manual: reprocessing the endoscope (and related reprocessing accessories). Leakage testing of the endoscope. Perform the leakage testcaution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.important information ¿ please read before use¦precautions: cautionturn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¦precautions for disappeared or frozen endoscopic image: warningfollow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic system¦inspection of the endoscopic imageconfirm that the wli and nbi endoscopic images (except bf-mp290f) are normal.5.1 troubleshootingif any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope exhibited interference in the image after the endoscope was turned on. The issue was found during preparation for a diagnostic tracheoscopy procedure that was completed with the same set of equipment. There were no reports of patient harm.